Event description:
It was reported the device was defective. Followup indicates the lower display was illegible (vertical voids). The device was returned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; lcd (liquid crystal display) found out of electrical specification (missing pixels). Analysis also found the ventricle output connector, battery release, battery release o-ring, and battery drawer were contaminated. Upper case and lower case were broken and contaminated. Bail covers were broken and the keyboard was scratched. (B)(4)